Event description:
Patient reports that approx two years post hip replacement, she is beginning to hear popping and grinding noises especially if walking downhill. Upon revision, gray fluid was observed in the joint and the tissue around the implants was also gray.